Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Evaluation of the returned device found that the inner shaft of the inserter was not returned for analysis. The top wall of the sleeve has been cut as described in the event. No conclusion can be drawn as the inner shaft was not returned for analysis.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the capstone inserter broke during surgery. The cage was attached to the inserter and implanted in the intervertebral space. When the surgeon tried to remove the inserter, he was not able to do so. The wheel on the inserter would not turn. The surgeon broke the upper part of the inserter off with a pair of pliers to be able to turn the wheel. No patient complications were reported as a result of the event.